Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported having lost access to sound completely with the device after hearing some distorted sounds several times. There is no accident or trauma reported. Reimplantation is scheduled.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The recipient reported having lost access to sound completely with the device after hearing some distorted sound several times. There is no accident or trauma reported. The recipient was re-implanted.